Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation surgery for a proximal humerus fracture with the philos plate in question. The surgery was completed successfully without any surgical delay. After the surgery, the patient was found to have a fracture again due to unknown reasons. Revision surgery is planned next week. No further information is available. This report is for one (1) philos 3.5 3ho ti. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Part: 441.901s, lot: 463p835, manufacturing site: (B)(4), release to warehouse date: 30. Nov. 2021, expire date: 01. Nov. 2031. A manufacturing record evaluation was performed for the finished device 441.901s, lot: 463p835 and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.